Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving dilaudid (25 mg/ml at 12.162mg/day) and bupivacaine (8mg/ml at 3.8918mg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the patient had a volume discrepancy. 13ml were withdrawn from the pump and 5.1ml were expected. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated and refilled at the time of report and the provider and patient were made aware of the issue and were considering pump replacement. The issue was not resolved. No surgical intervention was planned or scheduled as a result of this event and the patient's status was alive - no injury. No further complications were reported or anticipated.